Manufacturer narrative:
Analysis of the AED's log files identified that the customer was performing excessive self-testing of the AED which reduced the previous battery's life expectancy.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.